Event description:
End popped off of a new suction" in patient. Missing piece was found. The suction was thrown away and not saved. Seeking add'l info.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.